Event description:
Reporter alleged that an unresponsive patient was tested on the advantage system to get a result of 75 mg/dl. The reporter stated that the patient was not treated for diabetes because of the meter result, but was intubated and taken to a local hospital. Reporter stated that about 11-12 minutes after the result of 75 mg/dl, a venous sample was drawn for a lab test result of 32 mg/dl. It was reported that the patient was extubated and treated for hypoglycemia at this point. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.